Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer. 7/31/2007.

Event description:
It was reported that a doctor at this facility was having post operative issues with calaxo screws he implanted. It was confirmed that the doctor has been using calaxo for nearly a yr and had pts with pain on the tibia 6-8 months post-op. The doctor normally uses 7-8mm screws on the femur and tibia. He also uses either b-t-b or achilles allografts. The doctor does not tap, he uses a arthrex dilator and did not countersink early on; he does now. All the pts were scoped and grafts had incorporated.